Event description:
It was reported that the pt underwent a thrombectomy procedure in the cath lab. Graft access in the pt was located in an upper arm axillary vein. During the procedure, the basket of the ptd became detached from the device even though correct procedure technique was being followed. The entire basket was removed through the sheath and the procedure continued with good results. There were no reported pt complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.